Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter with a 0.014 guidewire. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are flat spots on the distal shaft at the tip and 1cm from the tip. There are multiple kinks along the hypotube. Microscopic inspection revealed damage to the exit notch. There are scratch marks on the distal shaft at the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that device was kinked and could not cross lesion. The over 85% stenosed target lesion was located in the right coronary artery. A 145 guidezilla was selected for use. During procedure it was noted that the device could not cross the lesion and was kinked. The procedure was completed with another of same device. No complications were reported and patient is stable. However, device analysis revealed collar separation.